Manufacturer narrative:
No device is expected to be returned for investigation. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
Physician placed the stent into a patient with a roux y gastric bypass stricture. Patient came in complaining of pain before scheduled removal date. During removal the physician found that the stent had migrated into the duodenum and had become embedded into the duodenal wall. The physician then performed a resection to the area where the stent was embedded and removed it successfully.